Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an instrument defect. There was disconnection with the linear blunt probe. There was no patient involvement.

Manufacturer narrative:
H3, h6) the returned probe was not recognized and would not track when connected to a known good system. The probe also did not have a lighted status on the tiu indicating a likely open in the cable. E1. Initial reporter information cannot be provided due to the restriction by the privacy regulation. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.